Event description:
Patient had central line access placed on (B)(6) 2018. Assessment of line on (B)(6) revealed cracked blue and white hubs. Similar instances have been reported via this method in the past. Line removed and new access placed for patient due to high risk of central line infection and air emboli.